Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported device detects set in load point 3/4, which was reproduced. The reported condition was verified. The cause was determined to be out of calibration specification downstream sensor. The downstream force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that detected a set in load point 3/4. The process step was found unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.